Manufacturer narrative:
Corrected b6 to reflect that the initial test on cobas 5800 was negative for influenza a for patient 2. Corrected b5 to reflect that only patient 2 and 3 generated discrepant results for influenza a and that patient 1 and 2 generated discrepant results for sars-cov-2.

Event description:
The alleged samples for patient 2 and 3 initially generated a negative result for influenza a on cobas 5800. The samples were retested on the cobas liat which yielded a positive result for influenza a. The alleged samples for patients 1 and 2 initially generated a negative result for sars-cov-2. The samples were retested on the cobas liat which yielded a positive result for sars-cov-2.

Manufacturer narrative:
A batch MDR is being submitted to represent all the samples on a given run. This will represent one event on a single device as per FDA guidance. Roche received customer complaints alleging the generation of false negative influenza a (flu a) results and late flu a target CT values with the following cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems in relation to other platforms. These allegations are specific to recently circulating mutations (single or double mutation) in h1n1pdm09 pertinent to the region of interest to the aforementioned tests. The identified mismatches have been increasing among h1n1pdm09 sequences deposited to the gisaid database. In silico analysis performed by the roche global surveillance team of available sequences within the gisaid database has identified two new single nucleotide polymorphisms (snps) within the region of interest of the cobas® sars-cov-2 & influenza a/b test for use on cobas® 6800/8800 systems. In vitro transcript model studies and testing cultured virus indicate there is impact on the test¿s sensitivity. The investigation is on-going. Consignees have been informed to monitor for negative influenza a results that are inconsistent with clinical presentation and/or other clinical and epidemiological information. Additionally, consignees are reminded to review the tests¿ instructions for use, specifically the intended use statements and procedural limitations sections, which provide guidance on how negative results should be utilized and mutations within the target regions of the tests can impact detection, respectively. For the two discrepant sars-cov-2 results, the samples for patients 1 and 2 were reported to have a cobas liat CT values which is near the limit of detection threshold of the assay and thus, may have fallen below the detection of the cobas 5800 assay. Cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems (eua (B)(4), product code: (B)(4)). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from switzerland observed discrepant results with three patients using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 58/68/8800 systems. The alleged samples initially generated a negative result for influenza a. The samples were retested on the cobas liat which yielded a positive result for influenza a. Note, patients 1 and 2 also generated a positive result for sars-cov-2 on the cobas liat. Per the customer, the samples were tested and confirmed to be h1n1 (details unknown). The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue.